Event description:
It was reported that low, out of range, pacing lead impedance was observed. Trend of low pli showed historically low measurements throughout its use. No plans to resolve the issue aside from continuing monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.